Event description:
The user facility reported that a system 1e processor hose separated, causing water to flood the room where the processor was located, the adjacent room and into a hallway. User facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the processor and found the 90 degree factory crimp had separated at the uv light outlet connection. Facility personnel had repaired the connection by slipping the hose over the barbs of the 90 degree fitting and tightening with a worm clamp. The steris service technician then replaced the hose and fitting; the technician tested the unit and found it operational. Investigation of this event is in process; a follow up report will be submitted once additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).